Event description:
It was reported that the left ventricular (lv) lead was unable to capture due to the lead pulling back from the target vessel in the coronary venous anatomy. A new lv lead was added and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the proximal segment of the lead measuring 27 cm was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 6944-58, implantable tachy lead, (B)(6) 2006; 5568-45, implantable pacing lead, (B)(6) 2006. (B)(4).